Event description:
It was reported that the slider is stuck and can't be moved. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.